Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise on the presenting electrograms. There was no evidence of pacing inhibition or inappropriate therapy noted. No changes were made and the rv lead remains in service. No adverse patient effects were reported.